Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, angiography was performed due to aneurysm enlargement. The amount of aneurysm enlargement is reportedly unknown. A distal type I endoleak was confirmed originating from the contralateral leg component located on the patient's left side. Reportedly the physician noted that the distal type I endoleak may have been present from the index procedure. The physician also noted that the endoleak may have been caused by calcification of the common iliac arteries, or insufficient touch-up. The aneurysm enlargement was unable to be conclusively attributed to the distal type I endoleak, as a type ii endoleak was also noted. On (B)(6) 2019 the patient's left internal iliac artery was coil-embolized. Two plc121400 contralateral leg components were implanted to extend the left external iliac artery to treat the type I endoleak. The patient tolerated the procedure.